Event description:
The customer reported that the gastrointestinal videoscope exhibited a blackout image. The issue occurred during inspection for use, and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.